Manufacturer narrative:
The device was not returned for analysis. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature article title ¿watchman device procedure complicated by rare perclose proglide embolization: case report and literature review."

Event description:
This event is from a literature review. It was reported that this was a venotomy closure of the right common femoral vein (rcfv) using the pre-close technique prior to a watchman procedure using a proglide device. During deployment, the device suture did not come back out, and the footplate was stuck in the open position. Attempts at rotation, advancement, opening, and closing the footplate were all unsuccessful at mobilizing the device. Ultrasound showed the footplate as apposed to the vessel wall without movement. A limited cutdown was performed and confirmed the perclose proglide system in the rcfv, but was unable to fully visualize the vessel. The patient was taken to the operating room with the closure device protruding from the rcfv. An extended dissection was carried down through subcutaneous tissue. Venotomy was made and the closure device was removed. It appeared that the closure device had broken in half, with the midportion getting hooked on the vein, and that is why it could not be removed. The other half embolized about 5 cm more proximal. A thrombectomy was done in the saphenous vein and the common femoral vein. The patient taken to intensive care unit and placed under close clinical monitoring and serial vascular exams. The patient was eventually discharged home. Details are listed in the article, titled: "watchman device procedure complicated by rare perclose proglide embolization: case report and literature review".

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The patient effects of dissection and thrombosis are listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. Based on the information reported through the research article, a conclusive cause for the reported difficulty closing the foot, needle to cuff miss, guide detachment and device entrapment could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported surgical intervention required was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.